Event description:
It was reported that the collimator on the 9900 system closed down and the system locked up. The system also had error message with the motorized portion, which eventually caused a lock up of the whole system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mcu pcb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.